Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 3.0 inr and laboratory result was 6.9 inr. Pt's therapeutic range: 2.0 - 3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: actual device evaluated (instrument). Customer returned samples tested (single-use disposable). Process samples tested (single-use disposable). Process evaluation performed. No related ncmrs, complaint trends or CAPA identified. Result: no failure detected. Reported customer complaint not confirmed for instrument or single-use disposable. Itc has requested all data required for form 3500a.